Event description:
During the procedure the occlusion balloon deflated unexpectedly. The device was inserted into the saphenous vein graft to the circumflex. There were multiple lesions to be stented, the physician began with the most distal, but was unable to cross the lesion. The physician decided to deploy the 38mm stent in the ostium instead. Then, the second stent was placed mid-vessel at 33mm. The physician aspirated and then deflated the balloon and the patient had good flow. The physician then re-positioned the occlusion balloon to attempt to place the stent at the distal lesion, where the stent placement area was very small. The physician experienced difficulty crossing the lesion, and placed the balloon behind the stent at which time the occlusion balloon deflated. The physician deployed the 18mm stent, and attempted to remove the occlusion balloon, but the device was difficult to remove from the vessel. The physician then manipulated the wire to remove it from the vessel when it fractured 1mm proximal to the proximal balloon marker. The patient then had no re-flow and was administered medication to re-establish flow. A snare was then used to retrieve the broken wire, at which time the pt again had no re-flow and was again administered medication to re-establish flow. The patient was sent for observation and complained of left arm pain that evening and had elevated cpk 16 hours after the procedure. The patient is reported to be stable and recovering.